Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of no delivery alarms with her son's insulin pump. The mother states they changed sets, but the device still alarmed no delivery. The customer's blood glucose level at the time of incident was 500mg/dl. The mother states they treated the high levels with an injection. The customer was advised to monitor device and call back if issues reoccur.